Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction scope communication error e216 was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error b30 during reprocessing involving an olympus colonovideoscope. There was no patient involvement.